Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the pump of this artificial urinary sphincter (aus) refilled right away after squeezing it; however, this did not cause urinary retention. The valve inside the pump was reported to be the cause of the device not performing as expected, and no other issues were reported on the other components of the device. A revision surgery was performed to explant and replace the aus. No patient complications were reported.